Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.